Manufacturer narrative:
(B)(4). Concomitant medical products: 010000666, 6430947, g7, pps, ltd, acet, shell, 58g. Unknown, head. Unknown, stem. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04587.

Event description:
It was reported that during hip surgery, the e1 liner would not seat into the g7 cup. After examination of the liner, it appeared the liner was destructed on the outside. After some difficulty, the surgery was completed with a second device while using a more powerful ballimpactor. The surgery was delayed approximately 60 minutes due to the malfunction. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.